Event description:
The clinical specialist reported that the head connection on the programmer was broken. Other heads were tried with no improvement; therefore, the programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Connection for the programmer head on the printed circuit board is loose/detached. System fan is noisy.